Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from september 27, 2022 to september 28, 2022. H10: two (2) actual samples were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and a leak was observed at the spike port bonding area of both samples. The reported condition was verified. The cause of the condition could not be determined, however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. This issue was identified during visual inspection of the finished products at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter last name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.